Event description:
It was reported that a pt, who had received a duet stent implanted in 1999, recently experienced chest pain. The pt received follow-up angiography and subsequent CABG surgery. Later review of the cine films identified a mid-stent anomaly that was thought to be stent damage.